Event description:
The event involved a customer allegation of a device with a battery that does not hold a charge. A review of the logs during investigation showed several entries for n56 (replace battery) alarms. During testing and investigation, the device was powered up on dc power and displayed the battery depleted message. The device was powered up on ac power and a message to keep device plugged into ac was displayed. The device passed a self-test on ac. When disconnected from ac power, the device displayed a depleted battery message and powered off. A new battery was installed and change battery option was pressed. The device then successfully charged the battery and passed testing. The complaint was confirmed with a probable cause of a combination of a depleted battery and change battery option not being pressed and is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.